Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a radial tear in a patient's eye during a refractive procedure. An anterior vitrectomy was performed without complications.

Manufacturer narrative:
A company representative went on site and evaluated the system due to the reported event. The system objective was found dirty and it was cleaned by representative. A dirty objective could be a potential root cause for the reported of incomplete capsulotomies. It should be noted that an incomplete capsulorhexis, in itself, will not lead to a capsule tear. The system assists surgeons by performing perforated incisions that would otherwise be created manually in the operating room. If there is an incomplete capsulorhexis, the surgeon has the option to complete the incision manually. A manual incision can introduce potential risk of tearing the capsule bag due to surgical technique. However, the licensed/trained operator should be competent in mitigating the risk of any direct patient harm similar to what would be required in a manual cataract procedure. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).